Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 10, 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 87 mg/dl, 168 mg/dl, and 121 mg/dl with the lifescan meter, performed within 10 minutes of each other. She described feeling faint and shaky during the time of testing. She had food and or a beverage and contacted a medical professional for advice. No further treatment was sought. The customer care representative was unable to walk the pt through quality control testing, as the control solution had expired. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.